Event description:
It was reported to philips that the system failed to boot up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that the power supply (dcps) in m-cabinet was defective, causing the system to not boot up correctly. The defective power supply was returned for analysis, and it confirmed bent elements from parts and electronic defects. To resolve the reported issue, the fse replaced the power supply (dcps) in m-cabinet. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.